Event description:
It was reported that this right atrial (ra) lead exhibited a dislodgement and was repositioned successfully. It was identified by loss of capture (loc) and x-ray. No additional adverse patient effects were reported.